Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detached.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the tip of the balloon broke off and fell into the patients intrahepatic duct. The procedure had already been completed with the original device and the detached component was not retrieved from inside the patient. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.